Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer got replace battery now alarm on insulin pump. Customer¿s blood glucose level was unknown. Troubleshoot was performed for replace battery now alarm. Customer stated that he did not get a low battery alert prior to the replace battery now alarm. The customer was advised that the pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with normal operating currents. No unexpected power loss or replace battery now alarm noted.